Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue and was able to re produce issue. The fse troubleshot to transducer calibrating with executive processor board. The fse replaced the executive processor board and pressure transducer. The cable assembly that connects exec processor board to alarm board due to a worn connector on cable and replaced as precaution. Repair and calibrated helium transducer successfully. Subsequently, the stm performed functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed low helium alarm. The customer replaced pump without any patient issue or delay in treatment. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed low helium alarm. The customer replaced pump without any patient issue or delay in treatment. There was no harm or injury to the patient and no adverse event was reported.